Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. This report is being filed to add an impact code (h6) that was inadvertently left off the report.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited increasing shock impedance measurements over the last three months from between 100 to 110 ohms up to 144 ohms. It was noted that the patient has a single coil right ventricular (rv) lead implanted. Technical services (ts) was consulted and recommended delivering a commanded low energy shock to test the integrity of the system. Ts discussed other troubleshooting and programming recommendations based upon testing outcomes. The field representative indicated the patient would be seen by the physician for follow-up and additional testing considered. The crt-d and rv lead remain in service and no adverse effects have been reported. Additional information was received that a commanded 1.1 joule shock was administered and yielded a value of 113 ohms. Subsequently the physician has opted to enroll the patient in remote home monitoring. The crt-d and electrode remain in service and no additional adverse effects were reported. Additional information was received that the shock impedance rose to approximately 148 ohms. Another commanded 1.1 joule shock was performed and yielded a value of 108 ohms. Technical services (ts) was consulted and noted that the shock impedance has been stable for a long time, fluctuating between 120 and 145 ohms which may be a result of the patient's body posture at the time of the measurement. Ts also discussed that single coil leads can yield higher shock impedance measurements. Ts indicated that a lead issue would typically present through commanded shock testing measurements and discussed the option of monitoring the patient at this time. Ts also observed that the output of the rv lead is set to auto, however the daily threshold test often fails. This has the output regularly set to 5 volts. Ts discussed considering a fixed output based upon the measured threshold.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. This report is being filed to add an impact code (h6) that was inadvertently left off the report.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited increasing shock impedance measurements over the last three months from between 100 to 110 ohms up to 144 ohms. It was noted that the patient has a single coil right ventricular (rv) lead implanted. Technical services (ts) was consulted and recommended delivering a commanded low energy shock to test the integrity of the system. Ts discussed other troubleshooting and programming recommendations based upon testing outcomes. The field representative indicated the patient would be seen by the physician for follow-up and additional testing considered. The crt-d and rv lead remain in service and no adverse effects have been reported. Additional information was received that a commanded 1.1 joule shock was administered and yielded a value of 113 ohms. Subsequently the physician has opted to enroll the patient in remote home monitoring. The crt-d and electrode remain in service and no additional adverse effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited increasing shock impedance measurements over the last three months from between 100 to 110 ohms up to 144 ohms. It was noted that the patient has a single coil right ventricular (rv) lead implanted. Technical services (ts) was consulted and recommended delivering a commanded low energy shock to test the integrity of the system. Ts discussed other troubleshooting and programming recommendations based upon testing outcomes. The field representative indicated the patient would be seen by the physician for follow-up and additional testing considered. The crt-d and rv lead remain in service and no adverse effects have been reported. Additional information was received that a commanded 1.1 joule shock was administered and yielded a value of 113 ohms. Subsequently the physician has opted to enroll the patient in remote home monitoring. The crt-d and electrode remain in service and no additional adverse effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited increasing shock impedance measurements over the last three months from between 100 to 110 ohms up to 144 ohms. It was noted that the patient has a single coil right ventricular (rv) lead implanted. Technical services (ts) was consulted and recommended delivering a commanded low energy shock to test the integrity of the system. Ts discussed other troubleshooting and programming recommendations based upon testing outcomes. The field representative indicated the patient would be seen by the physician for follow-up and additional testing considered. The crt-d and rv lead remain in service and no adverse effects have been reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.